Manufacturer narrative:
The aviva test strips are the subject device.

Event description:
Reporter stated that the patient obtained back-to-back blood glucose results of 153mg/dl and 81 mg/dl on the aviva system (meter, strip lot 300299 with expiration date 12/31/2007). Reporter noted that the patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. A level-one quality control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.